Manufacturer narrative:
The valve was patent; however it did not meet the requirements for reflux, siphon and leak testing due to a tear in the top of the delta chamber. Pinholes were also found in the top of the reservoir dome. It is unknown when or how this damage occurred. The device did not meet all specifications for pressure-flow and preimplantation testing. A dissection of the valve identified proteinaceous debris inside the adjustment mechanism. The instructions for use that accompanies the device cautions that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonication or other debris. The instructions for use also cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was removed from a patient as a result of possible obstruction only weeks after implantation.